Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. Fse replaced the ise (ion-selective electrode) buffer valves to resolve the issue. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported to beckman coulter the generation of erroneous high ion selective electrode (ise) patient results on their au680 clinical chemistry analyser. The erroneous ise results were not reported out of the laboratory; thus, no change in patient treatment reported. Quality control (qc) results before and after the event were within the laboratory's established ranges.